Event description:
On (B)(6) 2025, the patient contacted beta bionics technical support reporting delayed insulin action (2¿3 hours post-meal) leading to sustained blood glucose (bg) readings between 300¿400 mg/dl, particularly after dinner. The ilet data sync showed that stacked meal announcements likely contributed to algorithmic dosing delays. The user also reported infusion site irritation and leaks with steel sets and planned to switch to teflon sets. The user experienced thirst during the event but denied other symptoms. No medical intervention or outside assistance was required. Bg corrected automatically once the ilet resumed steady-state delivery following algorithm recalibration.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.